Event description:
Affiliate reported that the patient showed symptoms of endocranial hypertension due to hydrocephalus. A CT-scan was performed and it appears that there was a valve obstruction. The valve was explanted, and was bent and broken. The patient later died due to further complications. The doctor indicated that the patient was deteriorated and his life expectancy was limited.

Manufacturer narrative:
Codman has received the device for investigation. Upon completion of the investigation, a follow up report will be filed.